Manufacturer narrative:
The investigation has determined that lower than expected potassium (k+) results and higher than expected sodium (na+) results were obtained from a non-vitros mas quality control fluid using vitros chemistry products k+ slides lot 4102-1067-2902 and vitros chemistry products na+ slides lot 4243-1066-4033 on a vitros 350 chemistry system. The assignable cause of the higher than expected vitros na+ results and the lower than expected vitros k+ results is suboptimal calibrations. The technical support center (tsc) reviewed the parameters for the calibration events and determined them to be atypical when compared to the database values. The cause of the suboptimal calibrations is user error as the customer programmed the vitros 350 system to calibrate the assays using an incorrect vitros cal kit lot. Following recalibration events of the assays on the instrument with the correct vitros cal kit lot programmed, optimal calibration parameters were obtained. In addition, post calibration qc results returned to expectations. (B)(4).

Event description:
The investigation has determined that lower than expected potassium (k+) results and higher than expected sodium (na+) results were obtained from a non-vitros mas quality control fluid using vitros chemistry products k+ slides lot 4102-1067-2902 and vitros chemistry products na+ slides lot 4243-1066-4033 on a vitros 350 chemistry system. Mas lot chu2210 l3 vitros na+ result of 153.0 mmol/l vs an expected result of 125.0 mmol/l. Mas lot chu2210 l3 vitros k+ result of 4.70 mmol/l vs an expected result of 6.20 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros na+ results and the lower than expected vitros k+ results were obtained from a quality control fluid and no results were reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).